Manufacturer narrative:
Other, other text: d4: expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that while in use with a patient, "air was evacuated from the cuff". Resolution and adverse effects are unknown. The reported lot number cannot be verified. Additional information was requested; however, no further specific details and verification of reported product information involved in this incident was received. No patient injury or adverse affects were reported.

Manufacturer narrative:
D4. Expiration date and h4. Manufacture date; updated. H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One decontaminated device sample was received. Per visual inspection the sample appeared to be in good condition. A functional inflation test was performed on the received sample. It was confirmed that after twelve (12) hours the cuff was still fully inflated. The complaint was not confirmed. The reported lot number was not a valid lot number however there was a lot number (4305947) laser printed on tracheostomy tube flange. With this information we were able to review the device history record (DHR). A DHR review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. No action was taken since the complaint was not confirmed.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. **UDI related data quality updates only**